Event description:
New information received noted that the lead was capped and replaced on june 5, 2019. Upon interrogation, high capture threshold was noted on the initially reported lead. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient's right ventricular lead exhibited no capture. Lead revision was discussed, but not performed. Programming changes were made. The patient was stable.